Event description:
It was reported that during central processing, the 30-degree endoscope plus was found to have a cracked lens or tip and required repair. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have damage at the distal end. The distal window located at distal tip was found cracked. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all button exhibiting not working when activated. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor deformation to the cable insulation. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Button failure is caused by loose desiccant; loose balls removed and buttons working properly in quality assurance plan (qap). The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. The probable root cause is attributed to an electrical issue with the button. The probable root cause of this binding is attributed to component susceptibility to increased friction.